Event description:
It was reported a peripherally inserted central catheter (PICC) was placed in 2000 for antibiotic treatment. Five days later, difficulty was encountered accessing this catheter. It was noted under fluoroscopy the catheter had fractured and migrated to the heart. Successful percutaneous retrieval of the detached catheter segment was successful and without any patient complications. Another device was placed for continuation of treatment. The patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Initial placement, user technique during access and/or patient anatomy may have contributed to this event. However, without evaluating the device company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.